Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The wire was partly out of the connecter on the switch printed circuit board assembly (pcba). The customer reconnected the cable securely to the connector, and verified the unit is operating fine. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.